Manufacturer narrative:
Insulin pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. Drive support disk sticking outside noted. Stained lcd display window was noted. Unable to confirm compromised forced sensor system due to keypads not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. The drive support cap was sticking out. The customer was advised to stop using the pump and refer to back up plan as per their hcp instructions. The device will not be returned for analysis.